Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV, this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV, "small amount of anechoic liquid apparently surrounding prosthesis surface," and "undulated contours". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the device noted opening assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV, "small amount of anechoic liquid apparently surrounding prosthesis surface," and "undulated contours". The device has been explanted.